Event description:
Stryker laparoscopic irrigator leaking where tubing connected to pump.the leak was found to be at the junction of the tubing and the pump. The leak was clear to milky in color. No other tear or crack found. There was no patient outcome. The original procedure is unk.